Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. The field representative was unable to determine if there was right atrial (ra) capture and was unable to perform auto capture assessment as the evoked response was low. The field representative believed the patient may have had sinus arrest. The patient was sent home when stable with capture in the right ventricular (rv) and dual chamber pacing. The patient was advised to follow up with their cardiologist. The cause of the syncope remains unknown and no additional adverse patient effects were reported.